Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling was defective, the set screw was loose, and the coupling was running open. It was further determined that the locking components were damaged. It was further determined during the pre-repair diagnostics that the device failed for loctite and cable assessments and for safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that two motor devices failed during use. It was reported that one of the motor device had difficulty loading the attachment device and the other device worked intermittently. During in-house engineering evaluation, it was observed that the loctite and cable assessments and for safety assessment failed. The event did not occur during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.